Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to run reports on server. A technical support specialist determined that the cfnadmin and cfnservice accounts had recently been updated by hit without coordination with pyxis support. Worked with hit to update all related backend services and functions with the new cfnservice credentials in accordance with the knowledge article 'med es: changing password for cfnservice and cfnadmin accounts'. Confirmed with pharmacy that report functionality was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, reports could not be run on the server. When the customer attempted to run any report, the system continuously loaded and failed to generate the report, displaying the error message, unexpected error occurred. Please try again later. There were no adverse events or injuries reported based on this event.